Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) female patient who had essure (batch no. 700549) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hip replacement, endometriosis, uterine leiomyoma, stress incontinence, female, irritable bowel syndrome, dysfunctional uterine bleeding, menses irregular, cervical dysplasia, cesarean section, genital herpes simplex, uterine bleeding, menometrorrhagia and parity 1. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient was found to have weight increased ("weight gain"), 17 days after insertion of essure. In (B)(6) 2010, the patient experienced mood swings ("mood swings"). In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("hypersensitivity"), acne ("acne"), irritability ("irritability") and psychological trauma ("psych injury"). The patient was treated with surgery (vaginal hysterectomy, salpingectomy (bilateral), mccall's culdoplasty, lysis of adhesions). Essure was removed on (B)(6) 2013. At the time of the report, the menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, hypersensitivity, vaginal haemorrhage, irritability and psychological trauma outcome was unknown, the weight increased and acne had resolved and the mood swings was resolving. The reporter considered abdominal pain, acne, dysmenorrhoea, hypersensitivity, irritability, menorrhagia, mood swings, pelvic pain, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date of implant: (B)(6) 2010 (discrepancy noted, as per ppf) date of explant: (B)(6) 2013 (discrepancy noted, as per ppf) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion, essure device was placed properly and tubes were blocked. Hysteroscopy - on (B)(6) 2010: normal endometrial cavity with bilaterally visualized tubal ostia. Using essure standard technique right device deployed in usual fashion without difficulty. Following deployment essure spiral coils counted -3. Using essure standard technique left device deployed in usual fashion without difficulty. Following deployment essure spiral coils counted - 4. Both tubes examined and coils found to be intact. Laparoscopy - on (B)(6) 2013: normal fallopian tubes and ovaries. Dense adhesion of anterior fundal uterus to anterior abdominal wall. 2. Bilateral patent ureters. 3. No bladder or ureteral compromise noted at cystoscopy; endometriosis of uterus, leiomyoma of uterus, pelvic peritoneal adhesions (post infection). Pathology test - on (B)(6) 2013: final diagnosis: uterus and cervix, hysterectomy, with bilateral fallopian tubes: - cervix without pathologic change; - secretory endometrium; - myometrial adenomyosis and small benign leiomyoma; - bilateral fallopian tubes without pathologic change. Extending out of two areas of the myometrium are silver metal coils. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received: lot number was added, reporter was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in a 45-year-old female patient who had essure (batch no. 700549) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hip replacement, endometriosis, uterine leiomyoma, stress incontinence, female, irritable bowel syndrome, dysfunctional uterine bleeding, menses irregular, cervical dysplasia, cesarean section, genital herpes simplex, uterine bleeding, menometrorrhagia and parity 1. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient was found to have weight increased ("weight gain"), 17 days after insertion of essure. In (B)(6) 2010, the patient experienced mood swings ("mood swings"). In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("hypersensitivity"), acne ("acne"), irritability ("irritability") and psychological trauma ("psych injury"). The patient was treated with surgery (vaginal hysterectomy, salpingectomy (bilateral), mccall's culdoplasty, lysis of adhesions). Essure was removed on (B)(6) 2013. At the time of the report, the menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, hypersensitivity, vaginal haemorrhage, irritability and psychological trauma outcome was unknown, the weight increased and acne had resolved and the mood swings was resolving. The reporter considered abdominal pain, acne, dysmenorrhoea, hypersensitivity, irritability, menorrhagia, mood swings, pelvic pain, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date of implant: (B)(6) 2010 (discrepancy noted, as per ppf) date of explant: (B)(6) 2013 (discrepancy noted, as per ppf). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion, essure device was placed properly and tubes were blocked. Hysteroscopy - on (B)(6) 2010: normal endometrial cavity with bilaterally visualized tubal ostia. Using essure standard technique right device deployed in usual fashion without difficulty. Following deployment essure spiral coils counted -3. Using essure standard technique left device deployed in usual fashion without difficulty. Following deployment essure spiral coils counted - 4. Both tubes examined and coils found to be intact. Laparoscopy - on (B)(6) 2013: normal fallopian tubes and ovaries. Dense adhesion of anterior fundal uterus to anterior abdominal wall. 2. Bilateral patent ureters. 3. No bladder or ureteral compromise noted at cystoscopy; endometriosis of uterus, leiomyoma of uterus, pelvic peritoneal adhesions (post infection). Pathology test - on (B)(6) 2013: final diagnosis: uterus and cervix, hysterectomy, with bilateral fallopian tubes: - cervix without pathologic change; - secretory endometrium; - myometrial adenomyosis and small benign leiomyoma; - bilateral fallopian tubes without pathologic change. Extending out of two areas of the myometrium are silver metal coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2020: quality-safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hip replacement, endometriosis, uterine leiomyoma, stress incontinence, female, irritable bowel syndrome, dysfunctional uterine bleeding, menses irregular, cervical dysplasia, cesarean section, genital herpes simplex, uterine bleeding and menometrorrhagia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping),"), hypersensitivity ("hypersensitivity"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), acne ("rash/skin condition: acne"), mood swings ("hormonal changes: mood swings"), irritability ("hormonal changes: irritability") and psychological trauma ("psych injury") and was found to have weight increased ("weight gain"). The patient was treated with surgery (vaginal hysterectomy, salpingectomy (bilateral), mccall's culdoplasty, lysis of adhesions,). Essure was removed on (B)(6) 2013. At the time of the report, the menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, hypersensitivity, vaginal haemorrhage, irritability and psychological trauma outcome was unknown, the weight increased and acne had resolved and the mood swings was resolving. The reporter considered abdominal pain, acne, dysmenorrhoea, hypersensitivity, irritability, menorrhagia, mood swings, pelvic pain, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date of implant: (B)(6) 2010 (discrepancy noted, as per ppf) date of explant: (B)(6) 2013 (discrepancy noted, as per ppf) diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.562 kgs. Hysterosalpingogram - on (B)(6) 2010: confirmed adequate occlusion and placement of coils; on (B)(6) 2010: total bilateral occlusion, essure device was placed properly and tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received : new event added - dysmenorrhea (cramping), pelvic pain, abdominal pain, hypersensitivity, psych injury were added.reporters information updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hip replacement, endometriosis, uterine leiomyoma, stress incontinence, female, irritable bowel syndrome, dysfunctional uterine bleeding, menses irregular, cervical dysplasia, cesarean section, genital herpes simplex, uterine bleeding and menometrorrhagia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), acne ("rash/skin condition: acne"), mood swings ("hormonal changes: mood swings") and irritability ("hormonal changes: irritability") and was found to have weight increased ("weight gain"). The patient was treated with surgery (vaginal hysterectomy, salpingectomy (bilateral), mccall's culdoplasty, lysis of adhesions,). Essure was removed on (B)(6) 2013. At the time of the report, the menorrhagia, vaginal haemorrhage and irritability outcome was unknown, the weight increased and acne had resolved and the mood swings was resolving. The reporter considered acne, irritability, menorrhagia, mood swings, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.562 kgs. Hysterosalpingogram - on (B)(6) 2010: confirmed adequate occlusion and placement of coils; on (B)(6) 2010: total bilateral occlusion, essure device was placed properly and tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Case was upgraded to incident. Events per pfs: abnormal bleeding (vaginal, menorrhagia), weight gain, rash/skin condition: acne, hormonal changes: mood swings and irritability. Outcome of weight gain, acne, mood swings and irritability were added. Patient's medical history was added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.